Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the pacemaker was extracted due to noise. The patient's status both before and after the procedure was not provided, and no additional information is available at this time.